Event description:
It was that a patient underwent a thrombectomy of a graft and vascular guard patch angioplasty on (B)(6) 2012 and suture was used. The patient was readmitted to the hospital for a respiratory infection. On (B)(6) 2012, he coughed violently two to three times. At that time he started to spontaneously bleed from the incision in the groin. The patient was taken to the operating room for emergency surgery. The wound was dissected free, opened, and the patch suture line was disrupted. The surgeon opines that the suture line was torn or broken from rapid deployment of finger pressure by the surgeon. Finger compression was used and the surgeon oversewed the hole where the patch had been disrupted from the artery and broken suture.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.